Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds and needed to be removed and replaced. At the beginning of the lead replacement procedure the right atrial (ra) lead appeared to be pulled back and during the procedure the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.